Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the non-bsc left ventricular (lv) lead threshold measurements were reportedly increased. Additionally, noise on the non-bsc right ventricular (rv) lead rate/sense portion was observed, resulting in pacing inhibition of two seconds to four seconds. The patient with this device system experienced episodes of dizziness. Isometric exercises reproduced one oversensed event. The patient was referred to an electrophysiologist for further follow up.